Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found no-foam reagent spilled from the tubing on side of the no-foam bottle assembly. The fse cleaned the excess no-foam reagent from the bottom of the hydropneumatic area. The fse checked the assembly valves and y-fitting and found no leaks. Corrective action is ongoing to investigate, identify and address the root cause of this issue. Mdrs associated with this event: 2050012-2011-04474, 2050012-2011-04475.

Event description:
The customer reported that no-foam reagent leaked from the no-foam bottle assembly of a unicel dxc 800 synchron system. The customer indicated that there had been two incidents of leaks on the unicel dxc 800 synchron system in a two week period. This is report number one of two and represents the reagent leak which occurred on (B)(6) 2011. Approximately one half of the no-foam reagent leaked out of the bottle at an unknown location on the instrument. There was no healthcare worker exposure to uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event.